Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms that the upper jaw is broken but not returned with the device. The jaw to shaft and actuator to jaw pins were also not returned with the device. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 1 dis-similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via email that the customer's expressew iii gun had a broken top jaw. Used a different sterile expressew gun to complete the procedure. There were no patient consequences. Information received on 8/9/2017. Top jaw did not fall into the patient, if it did it was removed. Delay for few minutes to get a new instrument. It was confirmed that the jaw just did not function.